Manufacturer narrative:
Conclusion: device not returned. (B)(4).

Event description:
It is reported that the resolute integrity drug-eluting stent would not hold pressure. A balloon leak is reported to have occurred. The device was removed from packaging and inspected prior to use with no issues noted. There is no patient injury reported.

Manufacturer narrative:
Results: root cause of the event could not be determined); inherent risk of procedure (balloon rupture); no results available since no evaluation performed) - device or procedural images not provided for review; device not returned for evaluation. Conclusion: inherent risk of procedure ¿ (balloon rupture); unable to confirm complaint (device or procedural images not provided for review); root cause could not be determined. (B)(4).